Manufacturer narrative:
The eds iii was visually inspected and confirms that the stop cock at the bottom of the drip chamber was broken, a crack was also noted in the plastic part of the eds iii that holds the collection bag, and these broken parts are probably due to wrong handling. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device with product code 80-1730, and lot number cpnc41, conformed to the specifications when released to stock on the 8th january 2014. The root cause of the problem reported by the customer is due to wrong handling. As noted in the IFU connectors should be hand tightened only. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Gtin number (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: eds 3 was implanted into patient 5 days ago, but yesterday august 5th the key (three ways) from the drip chamber break when it was open to allow the csf goes through the collection bag. (During use on patient). Action user took to mitigate/ resolve problem during procedure: use a new eds 3 reason for explant other text: device was explanted due to it did not indicate pressure.

Manufacturer narrative:
At the present time this complaint is considered closed.